Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the noise was not determined.

Event description:
It was reported that the ICD and lead were explanted due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.